Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the pre-discharge check, this right ventricular (rv) lead was stable in all measurements until the patient started walking around. When walking, the r-waves decreased and high thresholds were observed with loss of capture. The rv lead was then repositioned and still remains in service. No additional adverse patient effects were reported.